Event description:
Per the clinic, it was reported that the patient developed pain and experienced poor performance with device use. Subsequently, the device was explanted on (B)(6) 2020. The patient was not reimplanted.